Manufacturer narrative:
Date of event has been estimated. (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that an unspecified ht balance middleweight universal ii guide wire met resistance during removal from the introducer needle after tip shaping. Extra force had to be used to pull out the guide wire from the introducer needle. It was noted the guide wire felt coarse mid to distal segment suspecting coating peeled off. It is unknown if the peeled off coating remains in the patient. There were no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, extra force had to be used to pull out the guide wire from the introducer needle. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Although extra force had to be used to pull out the guide wire from the introducer needle, this seemed to be a reasonable clinical response to the difficulties. It is possible that during tip shaping the guidewire was over-shaped and/or compromised such that removal from the introducer needle resulted in the reported difficult to remove; however this cannot be confirmed. Additionally, it is possible interaction with the introducer needle and/or manipulation of the device resulted in the reported peeled / delaminated core; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.